Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a blood glucose level of 300 mg/dl. The customer was sick and had to remove her appendix. She also experienced dehydration and vomiting. The customer had been using the insulin pump system within 48 hours of high blood glucose level. She was treated with intravenous insulin drip at the hospital. The insulin pump was not in auto mode at the time of incident. Mother declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.